Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer's insulin pump was not delivering the full dose of insulin. Customer also reported several no delivery alarms in their alarm history. The customer also reported their boluses were not being recorded. Customer also stated their no delivery alarm was resolved by a complete set change. The customer also requested to replace their insulin pump. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. The customer's blood glucose was 280 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.